Event description:
Customer reported he was experiencing high blood glucose of 510 mg/dl, treated with bolus. Customer's symptoms were irritability and urination. Troubleshooting was performed. Customer was advised to disconnect from the device. Similar call for high blood glucose was (B)(6) 2013. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. High pressure test was performed on the device and insulin did exit. High pressure test was performed on the device, passed. Customer was advised to do a complete set change infusion set, reservoir, and insulin. The cannula of the infusion set was bent. No further info was provided.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.